Manufacturer narrative:
Date is approximate with month/year validity . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the caller, who was a (B)(6), that the patient fell on their back about 1 week ago,  went to the emergency room (ER,) and was sent home for observation.  The caller reported that since the fall, the patient had been reporting a continuous shocking sensation / uncomfortable sensation. Using the patient programmer, the patient was currently on program 3 at 4.3v and stimulation was on. Technical services (tss) assisted the caller in turning the stimulation to 0.0v and stimulation off. The caller reported that the patient reported no shocking sensation, but that they continued to feel soreness/pain around the ins area from the fall. The caller was redirected to the patient's health care professional (hcp).